Event description:
Procedure was a repair of a right rotator cuff. This was using the expressive suture passer and needle. The tip of the needle broke off in the pt's shoulder and required retrieval.

Manufacturer narrative:
This is a known failure mode for the device. Every effort is made, from mfg to user training, to minimize it's occurrence.